Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient alleged of nose irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, reduced cardiopulmonary reserve. There was no report of medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient alleged of nose irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, reduced cardiopulmonary reserve. There was no report of medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit scrapped. Box h was updated in this reported.